Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013 the lay user/ patient contacted lifescan (lfs) alleging a onetouch ultra2 meter was displaying inaccurately high readings compared to his feelings or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue had been recurring since the first use of the meter. The patient reported using self adjusting insulin to manage his diabetes. The patient reported on the day of the alleged issue he made no changes to his usual diet, activity level or medications. The patient reported 1 hour after the issue occurred he developed symptoms of ¿sweaty and disoriented.¿ the patient reported on (B)(6) 2013 he obtained a reading of ¿234mg/dl¿ compared to ¿47mg/dl¿ on an unknown meter. Based on statistical methodology the calculated difference of the results exceeds the expected value of <=30% or <=30mg/dl when obtained within 30 minutes. The patient reported a healthcare professional gave him something to eat or drink as treatment. The patient reported on (B)(6) 2013 a reading of 134mg/dl¿ was obtained on another meter. It is unclear if the ¿134mg/dl¿ was obtained after treatment. At the time of troubleshooting, the cca determined the patient¿s test strips and test strips vial were in good condition and the subject meter was in the correct unit of measurement at the time of testing. The patient was found to be using an approved sample site to obtain the samples . A control solution test was not run due to the patient not having any control solution available. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claims due to the alleged issue, he developed symptoms suggestive of hypoglycemia, and required treatment from a healthcare professional.